Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was admitted to the hospital for another indication and experienced peritonitis during this hospitalization (length of hospitalization not reported). On an unreported date, the patient was admitted to the hospital for the peritonitis event. Treatment and the outcome of the event were not reported. No further information was provided regarding whether dianeal therapy was ongoing. No additional information is available.